Event description:
It was reported that the tandem mobi pump experienced a battery charging issue, leading to an unexpected shutdown with non-blinking leds, yet there was no accompanying power source alert. The customer was using non-recommended third-party charging equipment, which was acknowledged. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.